Event description:
It was reported that the patient had an episode of non-sustained ventricular tachycardia that "looked like noise" and pacing was inhibited for one second. The lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis results revealed oversensing. There were 2 ventricular non-sustained tachycardia episodes with less than 210 ms average v-cycle length recorded on (B)(6) 2010 in an 8 second timeframe.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.